Manufacturer narrative:
Review of manufacturing and sterilization records for explanted components did not highlight any pre-existing anomaly or non-conformity that could have contributed to the issue. The manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2021 due to loss of range of motion and continual pain due to scar tissue. Symptoms were reported by patient during annual follow-up. Original surgery was performed on (B)(6) 2018 to implant following knee prosthetic components: physica fixed tibial plate #5 (part number 6522.15.050, lot 1712528, sterilization (B)(4), physica kr tib. Liner left #5 (part number 6532.50.510, lot 15at0vb, sterilization (B)(4), physica kr femur comp. Left #6 (part number 6511.09.560, lot 17as0fy, sterilization (B)(4), physica patella prosth. D.35mm (part number 6595.50.035, lot 17at0ds, sterilization (B)(4). Components were originally explanted on (B)(6) 2021 and around one month later new physica kr components were implanted to restore knee functionality. Surgery was completed as intended. Patient is female. The event occurred in the united states.